Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the non phacoemulsification mode of vitrectomy surgery an ophthalmic system exhibited poor suction. The surgery was completed after replacing the pack. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to resolve the issue remotely with the customer (via phone fix). The representative was able to recommend a vitrectomy probe replacement. The system was able to function as intended, following the probe replacement. However, the system was not tested (on-site). Therefore, based on the information obtained, the root cause of the reported event cannot be confirmed. Non-conformance based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event cannot be confirmed. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).